Event description:
It was reported that the right ventricular (rv) lead has a history of ventricular over-sensing suspected to be caused by lead noise. The over-sensing is too large to program around. No intervention was performed at this time. No patient symptoms were reported.

Event description:
New information indicates that the right ventricular (rv) lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of noise was confirmed. As received, a partial lead (only distal portion) was returned in one piece. Electrical testing found an internal short between the ring electrode and the right ventricular conductors. Destructive analysis found an internal insulation abrasion breaching the ring electrode cable lumen underneath the right ventricular shock coil, with one of the etfe cable coatings found abraded. The inner coil lumen and ptfe liner were found intact. The cause of the noise was due to internal insulation abrasion underneath the right ventricular shock coil.